Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
Additional information received; the corneal haze is improving and the occasional dryness is alleviated with artificial tears.

Event description:
A technician reported a case of corneal haze, observed in the patient's right eye six months post (prk) photorefractive keratectomy. The patient noticed occasional dryness. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).